Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was "high"; a correction bolus was delivered to address bg. A system check was unable to be performed to determined a possible cause of the occlusion alarm as the customer had performed an infusion set change at the time of the call.